Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient had a nail implanted (B)(6), 2012. The nail fractured this year.

Manufacturer narrative:
The reported issue was confirmed. As the item was not returned to stryker kiel a physical examination was not possible. Review of the DHR revealed no discrepancies and thus, we exclude deviations in material and manufacturing. The device reported was documented as faultless prior to distribution. The provided x-ray images were forwarded to an r&d expert, who stated that the subject tibial nail s2 is clearly contraindicated for treatment of an antegrade arthrodesis of the upper ankle joint. This was confirmed by an hcp; medical aspects are summarized in ¿medical background / information¿. Based on the above the root cause of the reported event is not linked to a deficiency of the device but is rather related to a combination of: ¿ off-label use (contraindicated) ¿ failed surgery ¿fibula pro tibia¿ (fibula to be fixed on tibia) ¿ complete necrosis of distal tibia incl. Fibula and ankle no non-conformity was identified.

Event description:
The patient had a nail implanted (B)(6) 2012. The nail fractured this year.